Event description:
It was reported that the patient experienced pocket shocking when her implantable neurostimulator (ins) was fully charged. It was also reported that following a recent neck surgery the patient experienced fluctuating impedances where stimulation would intermittently "turn off and on." It was reported that those fluctuations were minor. Impedance on electrode 0 was high, at 18,000 ohms, when tested at 1.5v. Impedance on electrode 0 was >19,000 ohms at higher voltages. Patient had that contact turned off. All other impedances were in the normal range. An x-ray was scheduled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3587a, lot# n067742, implanted: (B)(6) 2006. Product type: lead. (B)(4).